Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The provided implant sheets indicate the securfit stem was replaced during this revision. Based on this it is assumed that the surgeon attributed the dislocation to an issue with the stem. Additional clinical information would be required to confirm this assumption and further investigate the root cause of the event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported patient had a revision of hip due to dislocation.

Event description:
It was reported patient had a revision of hip due to dislocation.